Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen 2,200 mcg/ml; 659.5mcg and clonidine 13.7 mcg/ml; 4.1mcg via an implantable pump for movement disorders. The date of the event was (B)(6) 2015. It was reported the pump had 3 motor stalls which occurred on (B)(6) 2015. The pump recovered after a few days each time. The patient experienced withdrawal symptoms of increased pain each time the pump stalled. It was unknown if any tests were done. The pump was replaced (B)(6) 2016. The physician did not want to send the pump for analysis. The physician decreased the dose of baclofen to 500mcg and the clonidine to 3.1mcg. The issue was resolved and the patient status was alive; no injury. The cause of the event, troubleshooting/diagnostics, and medical history were not reported; additional information has been requested, but was not available as of the date of this report.